Event description:
It was reported that the patient presented to in-clinic follow up with chest pain. Pericardial effusion was discovered via echocardiogram. Pericardial tap was performed. Low pacing impedance, high capture threshold, and decreased r wave amplitudes were noted on the right ventricular lead. Cardiac perforation by the lead was not confirmed but could not be ruled out as a possible cause of effusion. Lead repositioning was attempted, but high pacing impedance, failure to capture, and continued low sensing amplitudes were noted upon placement. The lead was instead explanted and replaced. Patient condition was not provided.